Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the device. Microscopic examination revealed a pinhole in the balloon 22mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the inflation lumen and balloon. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildy tortuous and moderately calcified superficial femoral artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with 3mm coyote nc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildy tortuous and moderately calcified superficial femoral artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with 3mm coyote nc balloon catheter. No patient complications were reported.